Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012. Lead was tested and had very small atrial signals that were variable in amplitude, in addition there were multiple insulation defects. The physician was dr. (B)(6) at the (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).